Event description:
There was a hairline crack at the blue integrated twist clamp which led to fluid outside the sterile pathway. The set had been in place since 42 days prior. There was no pt injury or medical intervention associated to the international affiliate.